Manufacturer narrative:
Corrections: b5, g4 (PMA/510(k)).

Event description:
The customer reported false positive results with the binaxnow covid-19 self-test. Repeat testing was performed over four days and the consumer tested positive three times using the binaxnow covid-19 self-test. Confirmation testing was performed and generated a negative result after the second binaxnow covid-19 self-test. The patient was reportedly symptomatic prior to any tests. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the binaxnow covid-19 ag self test. Repeat testing was performed, consumer tested positive three times using binaxnow covid-19 ag self test. Pcr confirmation testing was generated negative results (CT values not provided). No additional patient information, including treatment and outcome, was provided.